Manufacturer narrative:
.

Event description:
It was reported that the pt's catheter migrated out of the intrathecal space and became coiled. A lump has developed on the pt's back. The catheter will be revised. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.